Event description:
Information received indicates the head end intermediate frame is moving about an inch when weight is applied.

Manufacturer narrative:
The technician found a bolt and nut missing from the lift arm mechanism. The technician replaced the hardware to repair the bed.